Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, button 1 of a 5f mynx control vascular closure device (vcd) was difficult to depress and required excessive force during sealant deployment, preventing full activation. Hemostasis was achieved by manual compression lasting less than 30 minutes. There was no reported patient injury. The device was removed from the patient, and button 1 was later successfully pressed outside the body. The device was stored and prepared according to the instructions for use. The mynx vcd was used during a diagnostic procedure employing a retrograde approach. The deployer was mynx certified. A non-cordis 5fr sheath introducer was utilized. Femoral artery suitability was verified via angiography, confirming appropriate insertion angle (30¿45 degrees), and the vessel diameter was confirmed to be =5 mm. No vessel tortuosity or presence of pvd/calcium near the puncture site was observed. The device was stored and prepared according to the IFU, with no damage noted to the button. The tension indicator was properly aligned before deployment, storage temperature did not exceed 25¿°c, and no kinks were observed in the sheath or device post-removal. The device will be returned for evaluation.

Manufacturer narrative:
As reported, button 1 of a 5f mynx control vascular closure device (vcd) was difficult to depress and required excessive force during sealant deployment, preventing full activation. Hemostasis was achieved by manual compression lasting less than thirty minutes. There was no reported patient injury. The device was removed from the patient, and button 1 was later successfully pressed outside the body. The device was stored and prepared according to the instructions for use. The mynx vcd was used during a diagnostic procedure employing a retrograde approach. The deployer was mynx certified. A non-cordis 5fr sheath introducer was utilized. Femoral artery suitability was verified via angiography, confirming appropriate insertion angle (30¿45 degrees), and the vessel diameter was confirmed to be =5 mm. No vessel tortuosity or presence of pvd/calcium near the puncture site was observed. The device was stored and prepared according to the IFU, with no damage noted to the button. The tension indicator was properly aligned before deployment, storage temperature did not exceed 25¿°c, and no kinks were observed in the sheath or device post-removal. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was partially depressed and button 2 was not depressed. The stopcock was found closed with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation, and no abnormal conditions were observed on the sealant sleeves. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. Additionally, evidence provided by the sterilization laboratory indicated the sealant had been present prior to cleaning, which led to the conclusion that the sealant was completely removed during the cleaning process to which the unit was exposed. The simulated deployment test could not be performed because the sealant was no longer present for evaluation. Nevertheless, button 1 was fully depressed without impediment, and button 2 was also fully depressed, achieving complete retraction of the balloon. The reported event of ¿button #1 frozen/locked¿ was not observed through analysis of the returned device since the button was able to be successfully depressed. Plug deployment could not be evaluated since the plug was removed during the sterilization process when received. The exact cause for the issue reported could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported event. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.